Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge insyte autoguard IV catheter unit from lot: 9087886 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had pierced through the tubing wall resulting in a v-shaped cut. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found with the needle piercing through the catheter during use. The following has been provided by the initial reporter: needle is perforating the catheter during the puncture, making the venous access impossible and causing pain to the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found with the needle piercing through the catheter during use. The following has been provided by the initial reporter: needle is perforating the catheter during the puncture, making the venous access impossible and causing pain to the patient.